Manufacturer narrative:
Device passed the displacement test, self test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected pump error 43 noted. Motor was tested outside device and passed, however device received with corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had received multiple pump errors. The customer's blood glucose level was 120 mg/dl. The customer was assisted in troubleshooting and it was reported that she was able to clear the insulin pump alarms but was unable to complete the insulin pump rewind. The customer also reported that he had to rewind his insulin pump several times. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. He was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.